Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k)#: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to infection which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Additional information: block b5: describe event or problem. Block c2/d10: concomitant. Block h6: impact codes. Block d4: UDI for concomitant product, tined lead (B)(4). Block d6b: explant date. Block b2: outcomes attrib to adv event.

Event description:
It was reported the patient experienced infection at the lead implant site. The infection was confirmed by the physician. The patient had a previous infection event in (B)(6), that has been reported. It was not disclosed how the patient got the infection treated. The revision is scheduled for next year. The infection was noted to be a methicillin-resistant staphylococcus aureus. The neurostimulator and tined lead were explanted as a result of this event.

Event description:
It was reported the patient experienced infection at the lead implant site. The infection was confirmed by the physician. The patient had a previous infection event in may, that has been reported. It was not disclosed how the patient got the infection treated. The revision is scheduled for next year.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k)#: additional premarket / 510(k) # p190006 additional information: block h6: evaluation conclusion codes block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to infection which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient experienced infection at the lead implant site. The infection was confirmed by the physician. The patient had a previous infection event in may, that has been reported. It was not disclosed how the patient got the infection treated. The revision is scheduled for next year.